Event description:
The customer reported that they assumed that four of their patients had syndrome of inappropriate secretion for thyrotropin (tsh) - sitsh. The customer asked if two of the patient samples could be investigated in order to identify if they are sitsh or if they have a nonspecific reaction. The two patient samples were provided for investigation. During the investigation, one of the patient samples was found to have an erroneous tsh result. The sample was measured at the customer site on an e601 analyzer on (B)(6) 2014 and resulted as 2.75 uiu/ml. It was asked, but it is not known if this result was reported outside of the laboratory. The sample was provided for investigation, where it was tested on an e602 analyzer on (B)(4) 2014 and resulted as 2.94 uiu/ml. During investigation, the sample was also tested on a centaur analyzer on (B)(4) 2014 and resulted as 2.0 uiu/ml. It was asked, but it is not known which result corresponds to the patient's condition. The investigation results were provided to the customer. There were no deaths associated with the event. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The serial number of the e601 analyzer at the customer site was asked for, but not provided. The serial number of the e602 module at the investigation site is (B)(4). For the investigation, it was concluded that the probability of a non- specific reaction can be considered low based on the sample measurements.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. For tsh, ft3, and ft4, calibrations are ok and controls were within specifications. For both samples, the results generated at the customer site, at the investigation site, and with the centaur analyzer are similar with respect to the normal reference ranges of the respective assays. The difference between the roche and centaur analyzers most likely relates to differences in the overall setup of the assays, type of antibodies used, and standardization concepts and methods. Differences in sample handling could not be excluded. A general reagent issue can most likely be excluded.